Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("a metallic spiraling structure is present within the left cornu area") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, cervical intraepithelial neoplasia iii and overweight. As concurrent condition the report mentioned carcinoma in situ of cervix. On (B)(6) 2017,, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.153 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: reason: tubal essure placement. Exam: hysterosalpingogram. Information: status post essure procedure; a tubal occlusion device was deployed into the left tube; attempts to insert a device into the left tube were unsuccessful. Technique and findings: an initial scout view shows a single essure occlusion device on the left side of the pelvis. No opacification of the left fallopian tube was seen and the essure device was well-positioned within the interstitial and isthmic portion of the tube. No apparent complications. Impression: 1. The initial scout view shows a single essure device in the region of the left fallopian tube. 2. Hysterosalpingogram shows effective occlusion of the left fallopian tube by the previously placed essure device. 3. Opacification of a normal caliber right fallopian tube but no evidence of spillover into the peritoneal cavity. 4. Unremarkable endometrial canal. [Pathology test] (date unknown): final diagnosis: uterus and cervix, total vaginal hysterectomy: cin iii with areas of intraglandular extension, 3 o'clock to 9 o'clock clockwise, ecto-endocervical junction acute and chronic inflammation and squamous metaplasia, cervix secretory phase endometrium essure coil left cornu/ fallopian tube os region. Clinical history: cancer in situ of cervix with glandular extension. Microscopic description: a metallic spiraling structure is present within the left cornu area. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("a metallic spiraling structure is present within the left cornu area") in a 29 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2, gravida ii, cervical intraepithelial neoplasia iii and overweight. As concurrent condition the report mentioned carcinoma in situ of cervix. On (B)(6) 2017, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total vaginal hysterectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.153 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: reason: tubal essure placement. Exam: hysterosalpingogram. Information: status post essure procedure; a tubal occlusion device was deployed into the left tube; attempts to insert a device into the left tube were unsuccessful. Technique and findings: an initial scout view shows a single essure occlusion device on the left side of the pelvis. No opacification of the left fallopian tube was seen and the essure device was well-positioned within the interstitial and isthmic portion of the tube. No apparent complications. Impression: 1. The initial scout view shows a single essure device in the region of the left fallopian tube. 2. Hysterosalpingogram shows effective occlusion of the left fallopian tube by the previously placed essure device. 3. Opacification of a normal caliber right fallopian tube but no evidence of spillover into the peritoneal cavity. 4. Unremarkable endometrial canal. [Pathology test] (date unknown): final diagnosis: uterus and cervix, total vaginal hysterectomy: cin iii with areas of intraglandular extension, 3 o'clock to 9 o'clock clockwise, ecto-endocervical junction acute and chronic inflammation and squamous metaplasia, cervix secretory phase endometrium essure coil left cornu/ fallopian tube os region. Clinical history: cancer in situ of cervix with glandular extension. Microscopic description: a metallic spiraling structure is present within the left cornu area. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.